Event description:
It was reported that the key pressed does not work or the keys pressed sent us a sub-menu which is not the function that we press. Another problem is the fact that some keys turn on automatically when the monitor starts. There was no pt injury reported. (B)(4).

Manufacturer narrative:
When draeger initially received this report, it was deemed not reportable. However, the results of the investigation determined that the events involve reports that some of the monitor's fixed keys become inoperative or activate without user interaction. The worst case scenario of this temporary malfunction could be that the monitor may discharge a pt automatically. Therefore, it was determined that this complaint is reportable. An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical is initiating a corrective action to address this problem. No pt deaths or injuries have been reported as a result of this condition.